Manufacturer narrative:
Additional information: initial reporter address is (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device was previously serviced. The device has been serviced within the last 12 months and the current reported problem does not appear as a repeat symptom within the past 12 months. Review of the prior service record does not indicate that a related failure occurred. The device was found out of specification in relation to the customer reported air in line alarm which was reproduced. A review of the event history log identified multiple evens air in line messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor was out of calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.